Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation due to presence of endocarditis. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards implant patient registry received information a 25mm aortic valve was explanted after an implant duration of one day due to leak. It was reported to have been in a highly calcified and endocarditis environment. Surgeon was considering re-do aortic valve replacement and mitral valve replacement the day of the procedure. The explanted device was replaced with a 25mm aortic valve. During initial implant procedure the patient also underwent mitral valve replacement with a non-edwards valve and that was also leaking. Patient post-operative status as noted as in recovery.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards implant patient registry received information a 25mm aortic valve was explanted after an implant duration of one day due to severe perivalvular leak and insufficiency. Patient had a 25mm aortic valve and 27mm non-edwards mitral valve implanted. It was reported to have been highly calcified environment in mitral position. The 25mm aortic valve was implanted and appeared to be well-seated though there was one area by the strut of the mitral prosthesis, which appeared well-seated deeper in the annulus. The patient was taken to the ICU in stable condition. On post-operative day one patient had a low index and wide pulse pressure and found to have significant perivalvular leak of aortic valve. It was found the patient had severe perivalvular leakage in the aortic position. Leakage was on the known coronary side of that as well as on the 2 o'clock and then also the non-edwards mitral valve. The 25mm valve was explanted and replaced with a 25mm aortic valve. The patient tolerated the procedure very well and transferred to the ICU in stable condition. Patient expired on post-operative day six due to unknown reasons. Patient had post-operative care complicated by ischemic bowel with acidosis and hypotension, kidney injury, and severe respiratory distress.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was reported to have been discarded. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. Based on the information received the cause of the event cannot be determined; however, patient factors and surgical technique may have contributed to the event.